Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced coagulation due to missing additive and red cell hang up. This event occurred once. Quantity involved 2500. The following information was provided by the initial reporter. The customer stated: coagulation problem and fibrin problem. Fibrin is present in serum despite observing preanalytical processes. The hospital is not experiencing this problem in another lot number. After use. Quantity involved: 2500.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: bd received 100 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and fibrin were observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced coagulation due to missing additive and red cell hang up. This event occurred once. Quantity involved 2500. The following information was provided by the initial reporter. The customer stated: coagulation problem and fibrin problem. Fibrin is present in serum despite observing preanalytical processes. The hospital is not experiencing this problem in another lot number. After use. Quantity involved: 2500.